Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient developed infection post primary total hip replacement surgery. As a result, the primary components (trinity liner) had to be revised. Ops was used as an assistive technology in the primary surgery and both ops acetabular and femoral guides were provided.

Manufacturer narrative:
No final report has been completed as the manufacturer realised that this was a duplicate complaint and has already been reported previously under 3012916784-2020-00043.

Event description:
No final report has been completed as the manufacturer realised that this was a duplicate complaint and has already been reported previously under 3012916784-2020-00043. It was reported by a corin representative that the patient developed infection post primary total hip replacement surgery. As a result, the primary components (trinity liner) had to be revised. Ops was used as an assistive technology in the primary surgery and both ops acetabular and femoral guides were provided.